Manufacturer narrative:
Device 8 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 1 market unit for a total of 10 unused wafers came with an off centered starter hole. No photo is available at this time.